Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely elevated troponin (accutni) and ckmb results on several patients' samples generated by the access 2 immunoassay system. Upon repeat testing on an alternate instrument, the results were in a lower clinical range. No reports of death, injury or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot for the flexicap (10c02h25) , with no issues noted during the manufacturing process. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a spontaneous report by a nurse regarding bacterial peritonitis in a (B)(6) female homechoice peritoneal dialysis (pd) patient. During a call with baxter (B)(4), the reporting nurse stated that on (B)(6) 2010, the patient developed peritonitis and was hospitalized the same day. The cause of the peritonitis was unknown. In (B)(6) 2010, a peritoneal effluent culture was performed which was (B)(6). Treatment information was not provided. It was not reported whether peritoneal dialysis therapy was ongoing at the time of the event. The patient was recovering from the event. Per the nurse, the bacterial peritonitis was not related to pd therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.